Event description:
The customer reported that while running an hcv assary the sample ids in row b had been duplicated in row e. No error message was generated. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report is beyond the 30 day reporting requirement.